Event description:
It was reported that the patient had an infection where the tape was placed at the lead site during trial. The patient¿s trial started on (B)(6) and the lead wire was removed on (B)(6). The infection was from the tape the healthcare provider (hcp) used over the lead wires, and not the lead wires. The patient had very good success with the trial device and was scheduled for an implant on (B)(6). Information regarding patient outcome and if they still had concerns has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3625, serial# unknown, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported thatthe event was more an allergic reaction to the tape adhesive. It was noted that pictures were taken of it. The tape came off a little bit during the trial and that was part of the problem. The reporter stated that it all resolved and that the patient was scheduled for a permanent implant on 2014-(B)(6). The patient was very excited about it because she had a very good trial.